Event description:
It was reported by the customer "when inserting the PICC, after inserting the guide, I tried to insert the dilator, but the guide wire was too thick to insert. Then responded by releasing a new kit. There was no reported patient injury." No other information was provided. (B)(6) 2024 - the guidewire returned for evaluation was found to have misaligned coils at the proximal end of the wire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty passing a guidewire through a microintroducer was confirmed but the exact cause remains unknown. The product returned for evaluation was one microez microintroducer and one guidewire. The returned product sample was evaluated and deformation was observed near the proximal weld tip. The following observations were noted during the sample evaluation: usage residue was seen on the guidewire which indicated that the product had experienced at least some use. Misaligned coil(s) was observed at the proximal end of the wire. Inspection of the guidewire confirmed the wire to be intact. The combination of deformation and usage residues suggested that resistance during attempted use likely contributed to the damage; however, it could not be determined if an additional factor(s) also contributed. H3 other text : evaluation findings are in section h.11.